Event description:
It was reported that an embolization coil was used for treatment for a celiac angiogram. During positioning and manipulation with the catheter the coil unintentionally detached. The coil was removed using a snare device. There were no adverse events with the patient.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The complaint as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies difficult or premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Investigation conclusion the investigation of the returned coil system found the implant coils stretched at the middle section with the monofilament and gel exposed, separated from the pusher and entangled on a snare device. The pusher was not returned for evaluation. The investigation found that the implant's monofilament at the tie knot showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e. Stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received,